Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor readings were off. Customer blood glucose was 152 mg/dl and the sensor was 660 mg/dl with down arrows. The insulin pump also went into threshold suspend. Customer has noticed bent sensor when he pulls them out. Customer was advised how to properly calibrate and what to do get more accurate readings. Customer was advised to remove and replace the sensor. No further information reported.